Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did well initially but recently did not feel as though they were emptying. Upon interrogation, the device was found to be off and the patient was not aware. The device was turned back on. The event was related to the device or therapy. It was resolved without sequelae. No further patient complications were reported as a result of this event.